Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: it was reported that on (B)(6) 2013, a breakage of an implanted proximal femoral nail antirotation occurred in patient. This report is 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: lot number added and device received (B)(4) 2014. Review of device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was received; evaluation anticipated, but not begun. Placeholder.

Manufacturer narrative:
The device was sent to rms foundation for material analysis (report (B)(4)). Based on the topography of the fracture surface, it can be concluded that the pfna blade was subjected to low alternating bending loads predominantly one-sided with a small portion of a secondary crack initiation from the lower side. Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the pfna blade. The pfna blade could not resist the applied force which finally led to the material overload / fatigue failure. No evidence of material or manufacturing defect were found.

Manufacturer narrative:
Device used for treatment not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.